Manufacturer narrative:
Description box was incorrectly populated on the original submission. The narrative should read: on (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with the patient¿s onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the meter¿s display started to fade ¿several months ago¿ and had been ongoing since then. The patient manages her diabetes with insulin pump therapy and administers humalog insulin. As a result of the fading display, the reporter alleged that ¿about 1 month ago¿ the patient misinterpreted the results and administered the incorrect amount of insulin based on ¿18.x mmol/l rather than 10. X mmol/l or the other way round¿. The reporter denied that the patient had developed any symptoms as a result of the alleged issue, and no additional treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and, based on the information provided there had been no misuse of the product. The patient reported that the patient had a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the patient misinterpreted the results on the subject meter and the issue remained unresolved at the time of troubleshooting.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging fading display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.